Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned for analysis in good condition. The device history log was reviewed with an indication of high pressure alarm noted. Inspection pump, functional testing and psi testing performed which failed; duplicating the complaint. The complaint was verified and found that the root cause was from a faulty downstream occlusion sensor. Based on the evidence, the cause of the faulty downstream occlusion sensor is unknown. The pump was repaired and issue will be monitored.

Event description:
Information was received indicating that the occlusion alarm was too low on a smiths medical cadd-prizm® vip system. There were no reported adverse effects.